Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent revealed distal and proximal stent damage. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and it was noted that the proximal balloon cone was unfolded, this most likely occurred in conjunction with the proximal stent damage that was noted. The distal balloon cone was folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30may2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The non-totally occluded, 20mm x 3mm, concentric, de novo target lesion was located in the severely tortuous proximal to mid left anterior descending artery. Following pre-dilatation with a semi-compliant balloon catheter, a 2.75 x 20 synergy¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.